Event description:
Attorney alleges plaintiff developed rupture, multiple physical symptoms including breast pain, lumps, hardness, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.